Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, the patient developed complete heart block. Subsequently the patient was implanted with a pacemaker post-operative day 3. The conduction disturbance resolved with no further patient adverse patient effects reported. Device remains implanted.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Heart block is a known adverse patient effect. Medtronic will continue to monitor for future similar events.

Manufacturer narrative:
The product remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.